Manufacturer narrative:
Patient information was unavailable from the site. Device serial number was unavailable. A medtronic representative went to the site to test the equipment. Testing revealed that the system was performing as intended. The issue could not be replicated. The system then passed the system checkout and was found to be fully functional. Logs have been received for review. Device manufacturing date was unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a lumbar fusion case. It was reported that the system was not connecting to the imaging system. The network cable was changed and there was no resolve. The user then logged out of the spine application and went back in, and connection was established. This caused a five minute delay, but no other patient impact.

Manufacturer narrative:
Additional information: a software investigation analysis was initiated to determine the probable cause of the issue through log analysis. Analysis found that the analysis was inconclusive and probable cause was unable to be determined. If information is provided in the future, a supplemental report will be issued.